Event description:
This lead was implanted on (B)(6) 2011 and remains implanted at this time. A call placed to technical services on (B)(6) 2013 states getting system extraction for pocket infection. Representative will return can while the leads will go for analysis. The physician was dr. (B)(6) at (B)(6) health care in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).